Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 401 mg/dl, 460 mg/dl, 622 mg/dl, 426 mg/dl, 390 mg/dl and 400s mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. The customer reported that they treated high blood glucose level with the manual injections. The customer reported that they experienced lot of thirst, headache, lips were dry and urinating a lot as a symptom of high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. They also reported that the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.